Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that totalcare had CPR function not activating. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.